Event description:
It was reported that during an unk procedure, it could not grasp the firing trigger. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test was performed due to the condition of the device, however the returned cartridge was loaded into a test device and it fired, and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.